Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance warning on the right ventricular (rv) lead. It was also noted that there was a polarity switch. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.